Event description:
It was reported via legal documentation approximately 3 months after a left total knee replacement procedure, the patient underwent manipulation under anesthesia to address postoperative stiffness. No operative notes were provided. No other issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 02-010-01-0235 - logic femoral ps cem left sz 3.5; (B)(6), 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t; (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.